Manufacturer narrative:
Follow-up #1: date of submission 11/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery and the last bolus were on (B)(4) 2014. No activity related to the complaint observed in pump history. The total daily dose adds up correctly and reflects the users programmed basal rate. A delivery accuracy test was successfully completed. The pump found to be delivering accurately and within required range. Unable to duplicate reported complaint. Returned battery cap and returned cartridge cap used to complete testing. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings (inaccurate delivery) issue. Customer support (cs) completed troubleshooting and all settings are correct. The reporter stated that the patient had a blood glucose (bg) of 500mg/dl without symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.